Manufacturer narrative:
Medical device expiration date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® urine transfer straw had difficulty to pierce through stopper / tube tight in holder. No serious injury or medical intervention.